Event description:
Hospital personnel responded to a person in cardiac arrest. The patient was connected to the device with philips multifunction electrode pads and a philips quick-combo adapter. According to the reporter, the device would not deliver a shock. Patient outcome is unknown, but there were no reports of any adverse effects as a result of device use.

Manufacturer narrative:
H6: the hospital biomedical department stated they evaluated the device and could not replicate or confirm the reported malfunction. The local ers service representative evaluated the device, the quik-combo defibrillation adapter, and the quik-combo defibrillation cable and observed proper operation through functional and performance testing. Root cause for the reported incident could not be determined.